Event description:
It was reported that the patient was revised for aseptic loosening of the stem and an unknown additional indication for revision.

Manufacturer narrative:
Evaluation summary: a cpt stem was implanted along with a cup manufactured by midland medical technologies ltd. Zimmer has not tested the compatibility of this combination of devices, and this would be considered off-label use as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.